Event description:
It was reported when using 7 bd vacutainer® sst¿ blood collection tubes, the devices experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states tubes 7 have low draw volume.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-09-12. H.6. Investigation summary: bd received 150 samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and the indicated failure mode for gel air bubbles was observed. 30 of the 50 customer samples (from lot# 2069384) received were randomly selected and subjected to a visual inspection for gel airbubbles. 1 of 30 customer samples had gel airbubbles present in the gel of the tubes. 20 of the 100 customer samples from lot# 2139052 were randomly selected and subjected to a draw test for low or no draw. All tubes were within specification. Additionally, 20 retain sample were subjected to a draw test for low or no draw. All tubes were within specification. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode (hemolysis, gel air bubbles, poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on visual inspection of return samples. The complaint has not been confirmed for the indicated failure hemolysis, poor barrier separation, and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using 7 bd vacutainer® sst¿ blood collection tubes, the devices experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter: customer states tubes 7 have low draw volume.